Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 with shortness of breath. Upon examination of lead, it was noted that the right atrial (ra) lead was not capturing even at maximum outputs. Physician observed that the loss of atrial capture led to increase in ventricular pacing which resulted in shortness of breath. Programming changes were performed. The patient was in stable condition.